Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1092961 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000 / lot 1092961, test base part number 192-430 / lot 1092961. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1092961 showed that the complaint rate is 0.00608%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Single use; device discarded.

Event description:
The customer reported four (4) unconfirmed false positive results with the ID now covid-19 2.0 for multiple patients performed on multiple dates. This MFR. Report addresses test/patient one (1) of four (4). The customer reported a false positive result with the ID now covid-19 2.0 performed on (B)(6) 2022 on a nasal swab. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The customer reported four (4) unconfirmed false positive results with the ID now covid-19 2.0 for multiple patients performed on multiple dates. This MFR. Report addresses test/patient one (1) of four (4). The customer reported a false positive result with the ID now covid-19 2.0 performed on (B)(6) 2022 on a nasal swab. Confirmation testing was not performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.